Manufacturer narrative:
Based on a review of the log files and on the fact that this AED is well beyond its 10-year design life, the customer was advised to remove the AED from service.

Event description:
A customer reported that their aeds asi is blank. They reported that this did not occur during patient use.